Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels. Customer's blood glucose value was 104 mg/dl when issue started and the went to 70 mg/dl and had some juice. Cust tested bg and bg is 46 mg/dl. Customer stated he was be 25 mg/dl. Customer declined troubleshoot for low blood level. Troubleshoot was performed for insulin flow blocked alarm during basal. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set (the infusion set and reservoir). The product was not returned for analysis.